Event description:
The customer reported they were unable to obtain an etco2 value during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 value during a pt event. There was no negative pt impact. The hospital biomed calibrated the etco2, the device passed op check and was returned to service. As of (B)(4) 2012 there has been no calls from this customer regarding this device.